Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a speaker malfunction error message and no sound coming from the device. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site. The engineer determined that the issue was associated with the display assembly. It was confirmed that sound was coming from the device. After part(s) replacement the device was returned to functional use with no further issue(s) identified.